Manufacturer narrative:
Zimmerbiomet complaint number(B)(4). Patient identifier unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the imlpant was removed due to pain and numbness at the lower lip. After removal of the implant these sensation passed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw vent (tsvwb8) with abutment was returned for investigation. Visual evaluation of the as returned product identified signs of usage. No significant damage was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number 1226214. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1226214) was performed for similar events and no other similar complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.